Manufacturer narrative:
Findings: the information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose below 30 mg/dl at the time of the incident. The customer was at 225 mg/dl at the time of the call. The customer used glucose tablets and was given glucagon and intravenous saline to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes that the pump over delivered. The insulin pump will not be returned for analysis.